Event description:
A customer reported the cassette passed the test, and after starting the perfusion, the nurse found that the cassette leaked and flowed into the gap of the machine before a vitrectomy surgery. The product was replaced. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample was returned for root cause evaluation therefore the condition of the product could not be verified. Based on the report the fluid was observed leaking, however, the source of leakage for this event could not be determined. A sample was not returned and no lot information is available, therefore, the root cause for the customer reported event cannot be determined. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. Each final assembled cassette is leak and flow tested to mitigate recurrence, in-process controls and product acceptance criteria continue to be acceptable. Complaint quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).